Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('physcial pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, reflux esophagitis, cystocele, back pain, dizziness, uterine bleeding and micturition urgency. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with levothyroxine, omeprazole and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side re and endometrial ablation, dilatation and curettage-(B)(6) 2014). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, abdominal pain, psychological trauma, depression, anxiety, migraine, dysmenorrhoea, fatigue, alopecia, vaginal discharge, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2010 (pfs) patient received treatment for general abnormal bleed., pain, migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Lot number:678809, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: migration, post removal complications added. Events outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, reflux esophagitis and cystocele. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physcial pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with levothyroxine, omeprazole and surgery (endometrial ablation, dilatation and curettage-(B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain, psychological trauma, depression, anxiety, migraine, dysmenorrhoea, fatigue, alopecia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2010 (pfs) patient received treatment for general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Lot number:678809, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, reflux esophagitis and cystocele. Concomitant products included nsaids since may 2010 and paracetamol (acetaminophen) since may 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with levothyroxine, omeprazole and surgery (endometrial ablation, dilatation and curettage-(B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain, psychological trauma, depression, anxiety, migraine, dysmenorrhoea, fatigue, alopecia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2010 (pfs). Patient received treatment for general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs and mr received : lot no. Was added. New events, "abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; fatigue; hair loss; migraines/headaches; pain; psychological or psychiatric problems, depression, anxiety and mental anguish; vaginal discharge; weight gain." Were added. New reporter contact information was added. Concomitant and treatment medications were added. Concomitant conditions were added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.